Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Left pfc revision. Dr. (B)(6), (B)(6), (B)(6) 2018. Primary implant date: (B)(6) 2008. Removal of femoral implant and insert and replaced with new femur and augments. Due to the loosening of the femoral component. Male patient initial (B)(6), aged (B)(6) years, dob: (B)(6). Doi: (B)(6) 2008; dor:(B)(6) 2018; left hip.

Manufacturer narrative:
Product complaint #:(B)(4). Investigation summary : no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4).

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Re-open upon receipt of new information the new information does not change the existing investigation. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.